Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads areas and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed button error and she believes the device was exposed to water. The caller was unable to clear the alarm. The blood glucose reading was 157mg/dl. Advised the customer to discontinue use of the insulin pump and revert to a back-up. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).